Event description:
It was reported that during a lap sigmoid resection procedure, the device, the head of the device could not be connected to the tip of the device. The surgeon used another device but with the original tip and it was easy to connect. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.